Event description:
It was reported that this pacemaker went from a battery status of 2 years remaining to a status of 1 year remaining 6 months later. The device then reverted to safety mode 5 days later, which, resulted in an alert in the remote home monitoring system. A health care professional (hcp) was alerted of the safety mode status. No further assistance was requested at this time. Device replacement will be scheduled on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.